Event description:
Pegj-tube was placed and follow up 7 days later revealed drainage and infection around insertion site due to improper wound care. Pt was admitted to hosp with abdominal pain and erythema. CT scan showed no abscess. Pt placed on cipro and flagyl resulting in resolution of infection.